Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. An unknown 6fr introducer sheath was placed. While introducing the 8mm x 4.0mm quantum maverick balloon catheter into the sheath, the shaft broke into two pieces a few centimeters before the balloon, while still external to the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is normal.